Event description:
Complainant alleged that the paramedics responded to call for a pt (age unk), who had suffered a heart attack while on top of a ladder, and who had then fallen to the ground. The clinicians determined that the pt was presenting an asystole heart rhythm, but per the paramedics protocol of shocking the pt to see if that helps, the paramedics put the device manual mode and depressed the charge button, but the device did not charge. The pt had subsequently expired, but the complainant indicated that the pt outcome was not as result of the reported problem, as the paramedic reported that it is believed that the pt had expired before they hit the ground or at impact, as the pt had many broken bones.